Manufacturer narrative:
An investigation was performed in which visual, dimensional and simulated use analyses were performed. The visual and dimensional inspection performed on the returned prosthesis confirmed the absence of manufacturing defects and the conformity of the product. The simulation of the valve deployment did not show lack of leaflet coaptation such as that reported in the initial case history. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic to the involved device. Given that the device was ultimately replaced with a trifecta size 21, which was implanted intra-annularly, it is likely that the perceval size 25 was oversized for the annulus. Field corrected: b4, g4, g7, h2 and h6.

Manufacturer narrative:
An investigation was performed in which visual, dimensional and simulated use analyses were performed. The visual and dimensional inspection performed on the returned prosthesis confirmed the absence of manufacturing defects and the conformity of the product. The simulation of the valve deployment did not show lack of leaflet coaptation such as that reported in the initial case history. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic to the involved device. Given that the device was ultimately replaced with a trifecta size 21, which was implanted intra-annularly, it is likely that the perceval size 25 was oversized for the annulus.

Manufacturer narrative:
Device was returned and analysis is currently underway.

Event description:
It was reported that a (B)(6) old male patient had a perceval size 25 implanted on (B)(6) 2017. It was noted that there was a central leakage and that due to a calcified aorta the incision had to be made lower due to plaque near the fatty ring. There was not good coaptation of the three leaflets so the surgeon explanted the perceval and implanted a trifecta size 21 intra-annular without any problems. Cross clamp time was extended 51 minutes.

Manufacturer narrative:
The returned valve prosthesis appears in general good conditions. It was received with a black thread tied around the sinusoidal pillar present between the second and third post. A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release.